Event description:
It was reported that during a da vinci coronary artery bypass graft surgical procedure, while performing the lima take down, a nurse noticed the "gear" of the instrument in the patient's abdomen. The surgeon removed the instrument component and completed the procedure with another instrument of the same type. The planned surgical procedure was delayed approx 30 minutes. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument is missing both distal idler pulleys (which the customer referred to as the "gear") on one side of the distal clevis, only the outer idler pulley was returned. Further evaluation determined that the distal clevis idler pin was improperly swaged and as a result, the pulley may have had room to slip out of the pin. Engineering also observed a broken conductor wire. No other damage was found. Per the case notes, the broken instrument component was successfully retrieved from the pt.